Event description:
The patient experienced pain in her hip near the ins site and a lack of effect from the device. The device was reprogrammed multiple times and turned off. X-ray revealed good lead position. A lead revision was planned. The outcome is unknown.